Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third party service center/manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. During the evaluation, the ui panel was found scratched and the upper enclosure buttons were damaged. The device was scrapped.